Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported multiple system errors. Evaluation observed a system error 105 while running a loaded set. System error 105 confirmed the reported symptom and was caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed multiple system errors. It was also reported there was no patient injury.